Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a sensor reading over 200 mg/dl and she treated based upon this reading. Customer did not check her blood glucose and began to sweat. Her blood glucose was 43 mg/dl and her sensor read 400 mg/dl. Customer then drank juice and ate candy. Customer declined to troubleshoot for lows and sensor glucose discrepancies. She was advised not to treat based on sensor readings and how to properly calibrate. The sensor will not be returning for analysis at this time.